Manufacturer narrative:
(B)(4). The device was serviced by a service technician. This is an ancillary service event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. Visual inspection, functional testing and an alarm log review were performed. The motor mechanism corrosion was identified during visual inspection. The cause of the condition was due to humidity. To correct the condition, the pump head assembly was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump had corrosion on the motor mechanism. No additional information is available.